Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that the cervical probe tip was deformed. Other equipment was used to complete the procedure. There was no delay and no impact on patient outcome.

Manufacturer narrative:
The instrument was returned for analysis. Analysis found that the tip of the returned probe is visibly bent. Otherwise, with markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking and verification. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.